Event description:
It was reported that the user experienced a low blood glucose episode after announcing a larger-than-usual meal based on increased protein intake, which led to an inappropriate bolus for the actual carbohydrate content. Symptoms included hypoglycemia with a recorded glucose value of 57 mg/dl. Outcomes included self-treatment with oral glucose, including three glucose tablets and a soda, with recovery toward the normal range and no alerts, alarms, or hospitalization. Investigation included troubleshooting and user education on correct meal announcements. Investigation of this case revealed user misunderstanding of meal size criteria, specifically that larger meal announcements should only be used when carbohydrate content is approximately 50% higher than usual. It was concluded that the event was due to user error in meal announcement leading to hypoglycemia, and appropriate education was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.